Event description:
It was reported that the during an implant procedure, the physician attempted to suture the lead but it dislodged. During the attempt to reposition the lead, the helix would not extend. The lead was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.